Event description:
It was reported that the variability of vdefib and svc measurements increased since 2008, and the average values shifted from the low 50s to mid 30s. Additional information was later received reporting the lead was "broken" due to clavicle crush. The lead was returned with report of low/decreased rv and svc defibrillation impedances. Subclavian damage of the lead was also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.